Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient. Patient confirmed ins was removed on (B)(6) 2024. Pt's weight at time of event was 173 pounds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the implant is not holding a charge since the beginning of (B)(6) 2024. Caller stated within the last 2 weeks, charging the implant will only last a day or two and then it will "go away." Agent asked - caller confirmed they have not seen any messages or alerts come up on the controller. Pt also confirmed they still feel the stimulation. Agent reviewed eri and eos. Pt mentioned that healthcare provider (hcp) office does not have records of the patient. Pt was inquiring about talking to a manufacturer representative for battery replacement. The patient was redirected to their hcp to further address possible implant replacement. Agent sent physician listings to pt's email on file. Additional information from the patient indicated that the ins wasn't holding a charge. They stated that they are getting a device removal and replacement. Issue has been resolved.